Manufacturer narrative:
The lot number was not provided; therefore, the approximate age of the device could not be determined. This is not a single use device. As the device may be used multiple times by the same patient or multiple patients (in clinics or the hospital), the specific usage of this device is unknown. The device is expected to be returned for analysis. It has not yet been received. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s system controller alarmed with low voltage and no external power alarms followed by an alarm indicating the system controller clock was not set. The system controller was exchanged. The data log was reviewed by the manufacturer's technical services and it was noted that the supply voltage was low when the system controller was connected to the power module patient cable. At the time of the clock reset, the data shows that the emergency back-up battery (ebb) was not installed. The pump stopped at this point as there was no power to the pump. The ebb was then connected and took over pump operation. It was thought that the event was likely due to the power module patient cable supply voltages being low. The patient was reported to be asymptomatic.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.